Manufacturer narrative:
Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
The device was prophylactically removed following the advisory notification. Although there was no allegation of a product malfunction, this is an MDR reportable complaint. If premature battery depletion occurs; it may cause or contribute to a serious injury and may result in an undetectable cessation of life support. Furthermore, surgery was performed to prevent permanent impairment or damage to body function.